Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced a decrease in rate sensing impedance and a increase in pacing thresholds. An invasive procedure was performed and the physician elected to explant the ICD because of suspected setscrew problems. The transvenous defibrillation lead remains implanted.